Manufacturer narrative:
Hardware low level failure alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace. No pump error 3 alarm during testing. No failed battery alarm noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms after self-test. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed self test. Insulin pump passed self test. No harm requiring medical intervention was reported. The device was returned for analysis.